Event description:
It was reported that during the procedure in the heavily tortuous, mildly calcified right coronary artery (rca), for treatment of a long lesion, pre-dilatation was performed using a 3.0x20 trek balloon and a 3.5x15 non-abbott balloon. An attempt was made to advance a 4.0x38 multilink 8 stent delivery system; however, the device could not advance through the lesion. While attempting to push the stent delivery system through the lesion, the guide wire backed out of the ostium of the rca, during removal of all equipment a dissection occurred in the mid rca. The physician placed the guide catheter back into the ostium and placed the guide wires back into the rca. The lesion was dilated using a 3.5x15 nc trek balloon. Three non-abbott drug-eluting stents (4.0x18, 4.0x22, 4.0x09) were deployed in the rca treating the lesion and the dissection with good results. There was no adverse patient sequela but the procedure was prolonged by approximately one hour. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that force was applied to the multilink 8 stent delivery system during advancement. No additional information was provided.